Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the tip of the laser probe would not fit into the cannula during a vitrectomy procedure. The laser probe was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information is provided in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. The customer reported that the laser probe could not enter into the cannula because the tip was defective. There was no patient impact. A laser probe was received and a visual assessment of the returned sample showed the flexible nitinol tip was missing. Due to the visual nonconformity, the sample was unable to be functionally evaluated. It should be noted that all laser probes are visually evaluated during manufacturing to verify the tips are conforming. The laser probe was manufactured on february 26, 2016. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this laser probe lot number. The root cause cannot be determined conclusively. (B)(4).